Manufacturer narrative:
The technician found three brake casters were worn and the steering caster was damaged as well as the caster supports. He replaced the casters and the supports to repair the bed.

Event description:
Info rec'd indicates the brake is not holding.